Manufacturer narrative:
A ge service rep performed an on site investigation. Identified the need to adjust the camera tracking and reset monitor defaults for fluoro. The adjustments and reset completed. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the lateral image shots using the 9800 system are very dark. There was no report of pt injury.